Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when checking out the system, the local representative (cc) noticed that the crosshairs were flickering on the registration and navigation screens. This would occur regardless of which instrument was plugged in. The cc tried uninstalling/reinstalling the application and ear, nose, throat (ent) license with no change. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736218, product ID: 9736388, the system was serviced in the field by a medtronic representative. The solid state drive (ssd) was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: 9736218, lot number: s6pwnj0r608875p, returned to the manufacturer for analysis. In summary, no faults were found. The solid state drive (ssd) booted without issue and previously installed applications functioned normally without failure. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.